Event description:
Home pt reported dry minicaps. Per home pt, the sponge is brownish in color but when begin draining, there is no visible trace of betadine at the connection area. The home pt reported that the pouches are completely sealed. Per home pt, no pt injury or medical intervention associated with these incidents.